Manufacturer narrative:
(B)(4). Same event as (B)(4). Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issues. The integrity of the seal surface was tested with no leaks noted. The inside diameter of the patient connector was measured and found to be below nominal. Improvements were made to the mold and the molding department procedures to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector was not connecting well with the titanium adapter when the patient's transfer set was changed. There was patient involvement, but there was no patient injury or adverse event associated with this report. This is report 2 of 2 for this event.